Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. On (B)(6) 2017: during a follow-up, the territory manager stated the customer had not received additional occlusion alarms since using a new box of infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 200-300mg/dl and correction boluses were delivered to address the bg levels. Supply changes would be performed to resolve the occlusions. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer uses u-500 insulin in their cartridges. Tandem technical support advised the customer that u-500 insulin was contraindicated to be used with the pump and the customer refuted this as the cause of the occlusion alarms.